Manufacturer narrative:
H3 product analysis as found condition (condition of returned device): two echelon-10 micro catheters were returned for analysis within a shipping box; within a sealed biohazard pouch and within opened echelon-10 micro catheter inner pouches. Visual inspection/damage location details: due to the condition in which the echelon-10 micro catheters were returned, it was unable to be determined which echelon micro catheter belonged to which pli. (Echelon 1) the echelon-10 total length was measured to be ~155.9cm. The echelon-10 usable length was measured to be ~147.8cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or body. The tubing material of the catheter separated distal end exhibited with stretching, jagged edges and the inner lining extending from separated end. No other anomalies were observed. (Echelon 2) the echelon-10 total length was measured to be ~155.6cm. The echelon-10 usable length was measured to be ~147.9cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or catheter body. The tubing material of the catheter separated distal end exhibited with stretching, jagged edges with the elliptical wire exposed and the inner lining extending from separated end. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The broken end of the catheters exhibited plastic deformation (stretching and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. In this event, user error likely contributed to the event as it was reported the echelon-10 micro catheter tip was shaped prior to the distal tip separating. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9/h3. Device was returned and has been received for analysis. Completion of analysis is pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the echelon microcatheter tip was broken after shaping. The patient was undergoing surgery for treatment of a left-side posterior communicating artery aneurysm. The access vessel was the f emoral artery with a diameter of 7 mm. It was noted the patient's vessel tortuosity was minimal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or complications were associated with this event. Additional information received reported the cause of the tip damage during shaping was not determined. As the issue occurred during shaping, prior to use, patient treatment location and tortuosity is not relevant. Shaping damage occurs outside the patient's body.